Manufacturer narrative:
(B)(4). Investigation summary: DHR and manufacture records were reviewed, no abnormal was found. Pen needle product has 100% adhesive height, adhesive volume inspection by visual system, and defect part will be rejected automatically. Compliant information showed after repeated use, the needles were separated from the hub and successively left in the pen or the needles retreated into the refill. Based on the investigation above, the issue was not caused by manufacturing at the moment. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no action at the moment regarding the investigation conclusion that the certain cause was not related with manufacturing; rationale: according to pen needle risk assessment (B)(4), the severity of this failure mode is moderate (s3). The actual needle broken complaint occurrence rate is o1. According to (B)(4), the risk level is low, no CAPA needed.

Event description:
It was reported that 11 pen needles 32gx4mm 14 pack broke from their hub during use. The following information was provided by the initial reporter, translated from chinese to english: "after repeated use, the needles were separated from the hub and successively left in the pen or the needles retreated into the refill.".